Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The system was removed from service over two years following the initial reported observations as the issues were still occurring. Additionally, oversensing was observed which resulted in the delivery of inappropriate shocks and a fracture of the ra lead was noted. The lead was returned for testing and is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted multiple insulation abrasions. Microscopic evaluation of the abraded regions indicates the tubing wall thickness was reduced to the stage where pressure from the underlying coil resulted in the formation of holes in the silicone. The morphology of the insulation damage is indicative of lead on device or lead on lead contact.

Event description:
Boston scientific received information that events on the right atrial (ra) lead and right ventricular (rv) lead appearing as noise or electromagnetic interference (emi) was observed. The patient was brought in for further evaluation. The noise was unable to be reproduced with isometric exercises and pocket manipulation. Approximately nine months later, the ra lead pacing impedance measurement increased from 300 ohms to 2,000 ohms with loss of capture (loc). Detection enhancements were updated. To date, no adverse patient effects were reported as a result of this clinical observation.